Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. As no product identification was received, a review of device history records could not be performed. Expiration date - unknown, no product identification received. Date implanted - unknown. Manufacture date - unknown, no product identification received.

Event description:
It was reported that patient underwent partial knee arthroplasty utilizing repicci knee components. Subsequently, a revision procedure was performed on (B) (6) 2010 to remove and replace the components due to progression of arthritis. No further information has been received to date.